Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest,error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0876 inches. No unexpected no delivery alarms noted. Unit received with audio and vibrator alert functioning properly. Unit received with cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker, cracked case at display window corners, cracked lcd window and minor scratches on lcd window. No damage to belt clip slots noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 845 mg/dl. Customer¿s current blood glucose value was 156 mg/dl. The customer experienced symptoms such as throwing up and abdominal pain. The customer was treated with syringes. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.